Event description:
It was reported the patient stated he received a defective foley catheter. He did not have the lot nor serial number. It is unclear if troubleshooting was performed. No medical intervention or patient impact reported. No additional information provided. Per additional information received via email on 05dec2025, patient stated they were unable to get urine to flow through the catheter. He waited a few minutes before trying another catheter. Upon trying a new catheter, urine began to flow. He stated he did not have time to try figuring out what exactly was wrong with it and discarded the packaging with the lot number. A replacement catheter has already been shipped. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due blocked drainage lumen/drainage eye occlusion. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient stated he received a defective foley catheter. He did not have the lot nor serial number. It is unclear if troubleshooting was performed. No medical intervention or patient impact reported. No additional information provided. Per additional information received via email on 05dec2025, patient stated they were unable to get urine to flow through the catheter. He waited a few minutes before trying another catheter. Upon trying a new catheter, urine began to flow. He stated he did not have time to try figuring out what exactly was wrong with it and discarded the packaging with the lot number. A replacement catheter has already been shipped. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.